Event description:
On (B) (6), 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 the patient obtained the blood glucose reading of ¿lo glucose below 20 mg/dl¿ on the reported meter. The patient took the action of consuming more food and/or drink. On (B) (6), 2010 the patient experienced the symptom of nausea. The patient obtained the blood glucose reading of ¿lo glucose, below 20 mg/dl¿ on the reported meter, and a reading of 287 mg/dl on a hospital meter within 30 minutes, while in the emergency room. The patient received treatment with intravenous fluids. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly became hyperglycemic after obtaining low blood glucose readings on the reported meter, and received emergency medical attention and treatment with fluids. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.